Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis can not be determined with the information available. Peritonitis is a well-known potential complication in pd patient¿s which can be associated with many potential etiologies and most often related to a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported they had been in the hospital and requested assistance to drain before continuing with their treatment on the cycler. There were no reported issues with any fresenius products in relation to the hospitalization event. During follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and was hospitalized with peritonitis. Details of the patient¿s hospitalization are unknown as the nurse stated they did not have pd culture results or the hospital discharge summary. Reportedly, the patient was treated with unknown antibiotics in the hospital was discharged home five days later, continuing pd therapy. However, the pd nurse reported the patient the patient did not complete pd treatment the following day and the patient was re-admitted for the peritonitis infection. The nurse reported there were no cycler issues in relation to the patient not completing the pd treatment. Additional details on the hospital readmission are unknown. The nurse stated the patient will be continuing antibiotics therapy with intraperitoneal (ip) vancomycin and cefepime (unknown dose).the pd nurse was unable to identify a cause for the peritonitis event. However, the pd nurse reported the patient did not have fluid leaks or issues with any fresenius products in relation to peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.